Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Operator defect awareness has been conducted in response to the confirmed failure. Updated: date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. (B)(4) the device was returned to the factory for evaluation. Signs of blood and clinical use were not initially observed. There was no tissue buildup observed on the jaws. The jaws opened and closed with no problem noted. The device was evaluated for electrical/cautery function. A pre-cautery test as was performed per the instruction for use with a reference cable (vh4030 lot 1622-1), reference adapter (vh-4020 lot 1541-1) and reference power supply vh-3010 (sn (B)(4)) at level 3.0. The device failed the pre-cautery test; it failed to produce visible steam during several activations over a period of 10 minutes. The jaws failed to heat up, however the shaft of the device at the shrink tube became notably hot to the touch. The device safety shut down mechanism integrated in the handle activated after approximately 15 seconds of being activated. Further analysis was conducted with the help of engineering on 11aug2016. The device was dissected under magnification revealing damage to the wire and protective sheath caused by the shaft pin during assembly. The device history record (DHR) and manufacturing process were reviewed. The DHR record review shows that the reported device lot conformed to all specifications and passed inspection prior to release. Assembly instructions indicate that the assembler should be cautious not to damage the wires with the shaft guide pin during this assembly point. ¿using a microscope and carefully not to damage the wires, insert a second guide pin through aligned openings. Guide pin needs to be inserted between the yoke and the 2 wires. A 45° angle may ease the insertion of the guide pin. If any friction is detected during insertion: stop, pull back guide pin, check condition of wires, and retry.¿ additionally, the device undergoes final inspection which includes a test for heat and resistance. It is likely that the pin in this device was not initially touching the wires at the time of final inspection. The pin was pushed through the wire on the side closer to the protective sheath, therefore there may have been a gap between the pin and wires during final testing allowing the device to pass final inspection. The wires likely came in contact over time during handling and movement of the toggle. The reported failure mode "would not work" was confirmed. The root cause of the device failure to work can be attributed to assembler error.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.